Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an intramural hematoma of the thoracic aorta that was treated with a gore® tag® thoracic endoprosthesis. The physician released the device intentionally somewhat within the brachiocephalic trunk (bovine arch), positing the apexes of the device approx. 2mm in front of the ostium. The rational for this was to obtain a better sealing of an intimal flap that was close to the brachiocephalic distal origin and to gain all neck. The physician assumed that the device will move back slightly after the deployment, but it didn`t. On the following angiography it was visible that the graft was deployed more proximal than intended and that it was partially covering the brachiocephalic trunk. Since the brachiocephalic trunk appeared perfused, the physician decided to end the procedure. The patient tolerated the procedure without issues.